Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple device issues that the pump was delivering insulin when bg was low. The hypoglycemic event was treated with glucose and carb intake. The event involved product(s) were mmt-6102,unomedical,mmt-1884,unk_reservoir. The customer declined further troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported "device not found" messages when attempting to pair the pump with a meter and mobile device .the pairing process was unsuccessful despite following the user guide and troubleshooting steps, including re-pairing and restarting the pump. The customer reported that the middle button on the pump was unresponsive and required multiple presses to work. No further customer complications were reported. No product return is required for mmt-6102,unomedical,mmt-1884,unk_reservoir. Frn-mmt-unk-rsvr, unomed inf set.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully uploaded to carelink. Pump communicated and calibrated properly with test guardian link transmitter 4. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump communicated and paired properly with mobile app on samsung galaxy s20 android 13. Additionally, pump communicated and paired with bg meter. No alerts/anomalies/alarm noted during test. Unit passed self-test. Upon removing keypad overlay, flattened dome (creased) was noted on the center button. Pump was cut open to perform visual inspection and no moisture damage found to the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for no communication from pump to transmitter were not confirmed when communication between pump, transmitter, mobile app, and meter was successful during testing. However, allegations for keypad anomaly were confirmed when flattened dome (creased) was noted on the center button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.